Event description:
During a wiktor stent implant the stent became dislodged from the catheter. Retrieval was unsuccessful and the stent embolized in the iliac. It is unknown what intervention was performed to remove the stent. No other pt or event info is available.